Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 and h6 updated.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The console was sent back for further investigation. The console ran a known-good pump and purge without reproducing the momentary loss of placement signal and controller error alarm. The root cause for the momentary loss of placement signal and controller error alarm was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic operated as designed.

Event description:
The complainant reported that there was a controller error on the automated impella controller once staff turned the device on. There was no patient injury.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.